Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "viscometer failure or mechanical failure." It was unknown whether the device had met specifications. The product used for the treatment, but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported that the male external catheter difficult to remove, especially in the front area which resulted in bruises and skin tear. Also reported that the patient used the catheter during diving and the indicated incident happened after the last dives. No medical intervention reported.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation noted 12 unopened wideband mecs were received. No obvious defects were noted. Adhesive peel test was performed. Samples were tested. Samples were cut to the required width (0.70" +/- 0.05"). Adhesive peel strength was found to be within specification (0.80-2.80lbf). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precaution do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) open package at perforation. 4) to remove plastic insert, squeeze catheter at the top of the white cone and pull to release. 5) unroll self-adhering catheter over penis. 6) gently squeeze the catheter to properly seal adhesive to the skin. 7) connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the male external catheter difficult to remove, especially in the front area which resulted in bruises and skin tear. Also reported that the patient used the catheter during diving and the indicated incident happened after the last dives. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the male external catheter was difficult to remove, especially in the front area which resulted in bruises and torn skin. It was reported that patient used catheter during diving and the indicated incident happened after the last dives. No medical intervention reported.